Manufacturer narrative:
Block b3: the date of the event was approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a150203 captures the reportable event of bands difficult to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on an unknown date. During the procedure, the elastics were only released after the third turn of the lever, as opposed to the typical one turn. This was a real problem for both the nursing team and the patient. The procedure was completed with this device. There were no patient complications reported as a result of this event.